Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the patient was hospitalized on (B)(6) 2017. The customer reported that they had diabetic ketoacidosis. The customer stated having some issues with sensors. Blood glucose value when admitted to hospital was 500 mg/dl. The customer was throwing up saturday and did not eat for 3 or 4 days. The customer was off the insulin pump less than 48 hours prior to hospitalization. The customer had the flu and declined high blood glucose troubleshooting. The insulin pump will not be returned for analysis.